Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s cgm displayed glucose values in the 50s with a concurrent sensor error, preventing confirmation with a fingerstick. The patient ingested carbohydrates and subsequently had no readings due to the error and was not symptomatic at the time of the report. Symptoms included an urgent low glucose alert without associated clinical manifestations. Outcomes included the need for oral glucose treatment and user troubleshooting and education. Investigation included a review of the reported low-glucose event and device use, with cause not determined. Investigation of this case revealed no confirmed hypoglycemia due to lack of fingerstick verification and a concurrent cgm sensor error, so the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.